Manufacturer narrative:
The field service engineer (fse) was on site for mod type 1 software upgrade and observed error warning on the fl4 and fl5. The fse went ahead to update the software to (B)(4) flow check passed. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier ¿ (B)(4).

Event description:
After having the software upgraded to version (B)(4) there were fl5 amp errors and a fl4 warning on the fc 500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.